Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-01902. The patient has four leads for off-label use. The reports being submitted are related to the leads in the occipital area. It was reported erosion is present at the left, occipital lead site. In turn, the patient was put on antibiotics and will be monitored in the meantime. Note: both leads are being reported because it is unknown which occipital lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-01902. Follow-up revealed the patient met with a wound care doctor on (B)(6) 2016. During the visit, a suture was found to be causing the patient's wound to heal improperly. In turn, the doctor removed the suture. The patient's issue resolved over time.